Manufacturer narrative:
Since the lead will not be returned, boston scientific crm is unable to confirm the clinical observations.

Event description:
Boston scientific crm received information that this atrial lead was surgically abandoned due to out of range impedance measurements greater than 2000 ohms. A new lead was successfully implanted. No adverse patient effects were reported.